Manufacturer narrative:
Initial reporter name and address: (B)(6). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2021. During the procedure, the device was fastened properly onto the scope and was introduced into the patient. The varices were suctioned and the bands were deployed successfully; however, it was noticed that the ligated band started to slip off from the particular varix before the scope was even taken out. It was reported the device was removed and the procedure was completed with another speedband superview super 7 device. It was also noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.